Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the lower part of the pre-blood pump tube of a prismaflex tpe2000 set during prime. The set was replaced, and therapy was performed without issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The returned photograph and video were reviewed, and it was noted that he pbp pre pump line was disconnected from the support plate. Also, it was observed that there was a non mark of solvent on the tubing which suggested that there was a lack of solvent applied during assembly. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.